Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no power and blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that when she pressed the buttons on the pump, it vibrated but nothing came up on the screen. The customer also stated that she sweated a couple of days ago and there was moisture on the screen. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. Unable to verify missing segments due to blank display. No moisture damage was noted at the motor assemblies per our visual inspection. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.